Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plantiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, device dislocation, device monitoring procedure not performed. Insertion date updated. Reporter information, patient details, product indication updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.